Event description:
It was reported that during an autocart surgery the plastic has melted on the inside of the shaft. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. 20-nov-2023 update dw: further information were provided that nothing of the device broke off and that after the surgery the issue with the molten plastic was noticed after the surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint is confirmed based on the customer-provided photo, which displays the ar-8380sr sabre, 3.8 mm x 13 cm inner tube (shaft) with residues of melted plastic from the shrink tubing. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The picture shows that the event is consistent with thermal burn. Per dfu-0215-7 at revision 0. Section f. Precautions. 1. Surgeons are advised to review the product specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or, contact your arthrex representative for an onsite demonstration. 9. Irreversible damage to all devices will result if they are run without the flow of irrigation (dry). 10. Running the device without the flow of irrigation (dry) will cause the device to excessively heat and may cause a thermal burn. The most likely cause for the reported failure can be attributed to user error of the device running the device without the flow, causing the excessive heat.